Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they have had no contact with their managing physician for the issue. The patient stated, that specific circumstances that led to the issue, was that they had several surgeries and just shut the unit off because of the hassle. As further steps taken, the patient stated that they need to read the manual. When asked if the issue was resolved, the patient noted ¿could be?¿, ¿not sure if working all the time¿ and still had wear a pad but they knew it was working because they can feel the ¿flutters¿.there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient their ¿unit is all messed up¿ and was ¿not working at all¿. This was further clarified to mean that the device was not helping control their symptoms and stated it was ¿one big accident¿. The issue started "maybe" around (B)(6) 2018. The patient mentioned that they were in the hospital and had several surgeries (these were reported as unrelated to the implanted device). They noted that while in the hospital, ¿people would make adjustments¿ to the implant and that they had ¿a lot of people around¿ them. Using the programmer, it was determined that the patient was currently on program 2 at 1.5 volts and that the stimulation was on. The patient then increased the stimulation to 2.5 volts which was confirmed to be comfortable. Therapy considerations were reviewed with the patient and they were going to monitor their symptoms. There were no further complications reported or anticipated.